Manufacturer narrative:
Visual evaluation identified that the device anchor is confirmed to be broken at the tip of the device; however it is still attached to the anchor body. The breakage appears to be consistent with a torsional force. The device was functionally tested and could not be deployed due to deformation of the tines of the inner inserter and bent, and the suture and anchor tip are trapped. Due to the condition of the returned device a dimensional evaluation could not be performed. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an anchor snapped while being put into the patient. The procedure was a rotator cuff repair. The piece was removed and a new anchor was utilized. There were no reported patient injuries. No other complications were noted.